Event description:
On (B)(6) 2009, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. During the procedure, a gore introducer sheath with silicone pinch valve was inserted into the left femoral artery and a strong resistance was felt while trying to insert the sheath to the desired location. It was reported that the pt's vessel diameter was 7-8mm. Upon removal of the sheath, it was reported that the left femoral artery had a 10cm dissection. The physician replaced the dissected femoral artery with a vascular graft. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Per the gore introducer sheath with silicone pinch valve instructions for use (IFU), ensure the vessel is of adequate size and appropriate tortuosity for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the pt including death may result.